Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-15155. The pt received three leads (two from one lot and one from a different lot) as part of her scs sys. It was reported, the pt indicates the scs sys is not providing effective stimulation. Pt states, the scs sys only masks her pain. Reprogramming efforts have been unsuccessful and the pt wants the sys removed.